Event description:
As reported, during procedure three (3) sorbafix enhanced fasteners failed to fasten the mesh to the tissue. Reportedly, another sorbafix device was used to complete the procedure. There was no patient harm or injury.

Manufacturer narrative:
As reported, during procedure three (3) sorbafix enhanced fasteners failed to fasten the mesh to the tissue. The photos provided shows the cannula tip for a sorbafix device and mesh that has been fixated with three (3) fasteners and two (2) fasteners present in the photo have loosely fixated, while one (1) fastener did not fixate at all. However, photos do not assist in determining root cause. Based on the information currently available and without the ability to examine the sample, no definitive conclusions can be drawn. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of 460 units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.